Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report premature activation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 2. To further reduce mr, an nt clip was inserted, and grasping was performed. However, the clip was unable to successfully grasp both leaflets; therefore, the clip was pulled back into the left atrium (la). At this time, due to unintended movement from the physician, it was observed the steerable guide catheter (sgc) had lost transseptal access and slipped back into the right atrium (ra). Transseptal was attempted to be achieved again, but it noted the clip delivery system (cds) was slightly pulled by the physician, causing the clip to detach from the device. The clip remained in the left atrium (la) and was attached to both the gripper line and lock line. The physician decided to remove gripper line, sgc and cds, then attempted to remove the clip by pulling the lock line. However, the clip was unable to be pulled through the transseptal, so the clip had to be surgically removed from the la. Mr remained at a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the premature activation appears to be related to user technique/procedural circumstances. A cause for the positioning failure, however, cannot be confirmed. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. H6 medical device problem code 2017 was removed.